Event description:
While treating a patient with the model 3100a, the operator noted that the power knob for amplitude adjustment did not turn easily. The patient was placed on another 3100a without compromise.